Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting during the phone call revealed the programming was incorrect. Explained the impact of incorrect programming.